Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit skips across skin / uneven cut, there was no delay or harm.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. No problem was found during the investigation.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. No problem was found during the investigation.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a1, a2, a3, a4, b1, b2, b4, b5, d4, d10, g4, g7, h1, h2, h3, h4, h6 and h10. Reference number: mw5089273. B2: minimal wound care to 1st area of attempted skin grafting. D4: UDI #: (B)(4). H6: 3191 - no code available-minimal wound care to 1st area of attempted skin grafting. Upon receipt of additional information it was determined that the device caused/contributed to serious injury. Therefore this supplemental report is being filed. However, upon investigation, it was determined that there was no device problem found.

Event description:
It was reported that the unit skips across skin/uneven cut. The dermatome did not move smoothly over skin. The area was prepped correctly, skin was positioned correctly. Doctor began moving the dermatome over the skin and it began missing and jumping causing the blade to chop at the skin in an irregular pattern. Doctor tried another area and the same thing happened. There was minimal wound care done to 1st area of attempted skin grafting. A second pass with the same machine was able to create the needed graft to complete the procedure. No additional patient consequences were reported.